Event description:
The following info was received from the affiliate: this pt was admitted for cardiac catheterization. Indication for procedure is unk. The target lesion was identified as a moderately calcified, tortuous segment of the proximal - mid right coronary artery (rca). There was 90% stenosis. Other vessel/lesion characteristics are documented as unk. The lesion was not pre-dilated. A cypher 3.0 x 23mm was deployed in the mid rca (no details provided). Then a cypher 3.5 x 23mm stent was being deployed in the proximal rca. However, during inflation, the stent "slipped to the distal end". The proximal edge of the stent stopped at the flexion and calcified segment of the lesion. Cag was conducted and perforation was noted. To treat the perforation, the act was controlled form 300 to 90 and perfusion balloon was conducted for 40 minutes but was not successful in stopping the bleeding.